Event description:
It was reported that the patient experienced a pericardial effusion during a procedure. The status of the device is unknown and follow-up is unable to provide more information. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us.. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k code cannot be determined. (B)(4)